Event description:
There was a single level surgery performed using a rod and a cable. It was noted on an x-ray that the rod had slipped out of the construct and the cable had pulled through the spinous process. A revision surgery was done in 2004 where the surgeon put in a new rod, screw, set screws, and cable. The pt is reported to be doing well.